Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset procedure, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alarm returned.